Event description:
User experienced a leak coming from the front of the analyzer onto the floor. No pt results were affected and no operators were harmed. The field service representative determined the cause to be a leaking fitting at gear pump, and tightened fitting. Verified no further leaks.